Manufacturer narrative:
Supplemental report 02 - MDR 1914590. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tape not sticking event on 27-march-2024. The tape was not sticking due to kid playing around. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 6. E1: (B)(6). Patient country- canada

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.